Event description:
Navigated craniotomy for resection of tumor using brainlab curve. Device was guiding physician. Non diagnostic, didn't find the lesion at the proper landmark. Second surgery was done with rep of the brainlab curve present. Brainlab also completed a medwatch. Ref 8043933-2018-00011.